Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 135.0, 136.0 and 137.0 cm from the proximal end. The pusher assembly was fractured approximately 136.5 cm from the proximal end. The embolization coil was detached from the pusher assembly ddt. The embolization coil was undamaged. Conclusions: evaluation of the first returned smart coil revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement of the smart coil within its introducer sheath. Further evaluation revealed pusher assembly kinks. These kinks were likely a result of forceful advancement against resistance. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock and while advancing the pusher assembly kinks through the hub of the microcatheter. Evaluation of the second returned smart coil revealed pusher assembly kinks, a pusher assembly fracture and detached embolization coil. Based on the reported complaint and the location of the kinks and fracture on the pusher assembly, these damages were likely a result of forceful advancement against resistance. The detached embolization coil was likely a result of the pusher assembly fracture. Evaluation of the third returned smart coil revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement of the smart coil within its introducer sheath. Further evaluation revealed pusher assembly kinks, a fractured pusher assembly and detached embolization coil. If the smart coil is forcefully advanced against resistance, damage such as a kinked pusher assembly may occur. Further manipulation of a kinked device may result in a fractured pusher assembly and detached embolization coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01885 and 3005168196-2019-01887.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01885; 3005168196-2019-01887.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician experienced resistance just after starting to advance a smart coil within its introducer. Subsequently, the smart coil became stuck in its introducer sheath and, therefore, was removed. It was reported that the same issue occurred with two other smart coils. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.